Event description:
A (B)(6) female pt called zoll customer support to report that her response buttons weren't activating her monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation, the front and rear response buttons were not functioning. Evidence of moisture was discovered inside the response buttons. The root cause for the defective response buttons was ingress of an unk liquid. No adverse event resulted from the defective monitor. The pt received a replacement monitor.